Event description:
It was reported that during a ski trip, he broke his femoral collar in 4 places. In 2009, he followed up with his local orthopedic surgeon and the x-rays appeared normal. Then the following month, x-rays were taken and revealed that the screw had migrated forward. Screw was removed in the same month. Patient was revised to a total hip date unknown.

Manufacturer narrative:
Device will not be returned for investigation. Patient has device. Although requested, additional information is not available. Same patient as MDR 9610622-2009-00188.